Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have high blood glucose of 430 mg/dl, which customer attempted to treat but was not able to go over nine units. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, it was determined that insulin pump was functioning correctly. Customer was advised that tubing clamp and reservoir would be replaced. No further information provided.